Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the check valve did not work, allowing medication (iron) to backflow into the primary bag. No pt harm or medical intervention was reported. No further patient/event info was provided.